Event description:
The reporter stated, the surgeon inserted a cq2015a collamer aspheric three piece lens. Lens tore upon insertion into the eye. Lens was removed with no patient injury. No widen incision and no sutures required. Reporter stated, lens tore due to loading error. Backup lens was implanted, same model and size.

Manufacturer narrative:
(B)(4).